Event description:
It was reported that the patient presented post an implant procedure. It was noted that the atrial lead exhibited loss of capture and dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.